Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a spo2 alarm did not sound for bed hcu06 on (B)(6) 2019 between 13:00 and 13:40. It sounds normally now, but they request an investigation no adverse event or patient harm was reported.